Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2019-feb-04. The current status of the explanted device is unknown. The hcp doesn't think that their pain was worse. They would turn off the device with no change in pain. They attempted multiple reprograms to resolve the issue. The device was removed. The pain did not subside after the explant. The hcp provided the patient¿s medical notes. The patient was implanted on (B)(6) 2015 for post-laminectomy syndrome. During the procedure, impedances were found to be within the normal range and excellent coverage was obtained. There was an initial programming carried out for 90 minutes following the procedure. The patient presents with pelvic pain. The patient was next seen on (B)(6) 2015. The patient describes lower back/pelvis and right thigh as being unchanged. The patient is tender due to the surgery. The patient turned down their stimulator to almost off due to the stimulation being too strong around their rib area. The patient complained of nausea which was possibly post anesthesia vs a drug side effect. The patient had a stimulator reprogramming. Their buttock and thoracic wounds were clean and dry without sign of infection. The stimulator is functioning properly and was reprogrammed for 90 minutes with improved coverage and pain relief. It was noted that the patient has mixed axial and radicular back pain. The patient was next seen on (B)(6) 2015 for back pain follow up. The patient describes lower back, pelvis, and left buttock as being somewhat better. The cumulative level of pain relief being described as 25% better. Their wound dressing was checked and changed. They are at a 9/20 at the ins site and a 4/10 pain on their left buttock. The patient feels somewhat better since the surgery and is here to complete fmla paperwork. The patient was next seen on (B)(6) 2015. The patient describes the lower back, pelvis and left buttock as being somewhat better. Patient states that they are here today for stim reprogramming and wound check. Patient states that they would like more stimulation coverage to the left buttock . Patient¿s lumbar and buttock surgical sites are clean and dry with no sign of infection or inflammation. The staples intact, sites were cleaned with betadine and redressed with a simple gauze dressing. The patient is here for programming. The stimulator is functioning properly. The stimulator was reprogrammed for 90 minutes with improved coverage and pain relief. The patient was next seen on (B)(6) 2015. The patient is seen today for back pain follow up. The procedure being followed up is a stimulator reprogramming. The patient describes the buttock and abdomen as being somewhat better. Patient states she is here today for wound check. Patient states she is not getting good stimulator coverage to her buttock pain. Patient states she has used all the program settings set but none are giving her relief to her buttock pain. Patient does report some tenderness to the lumbar surgical site with some drainage. Patient¿s lumbar surgical site shows mild serosanguinous drainage with no sign of infection or inflammation. Patients buttock surgical site is clean and dry with no sign of infection or inflammation, all sutures are intact. Sites were cleaned with betadine and a gauze dressing applied. An x-ray of the lower spine under fluoro of the leads was performed. One lead is at the top of t7 and the second lead is at the bottom of t11-t12. The patient is here for programming. The stimulator is functioning properly. The stimulator was reprogrammed for 90 minutes with improved coverage and pain relief. Created new program group d. Buttock pain site is very difficult to cover, best with simple bipole at the top of the bottom lead at low voltage settings. Coverage starts in the legs and back and slowing drifts into buttock . The patient was next seen on (B)(6) 2015. The patient describes the lower back buttock and abdomen as being moderately better. Patient states since last reprogramming yesterday she is getting better coverage but needs more programming. The stimulator was reprogrammed for 90 minutes with improved coverage and pain relief. The patient was next seen on (B)(6) 2015. The patient describes the lower back, buttock and abdomen as being moderately better. Patient states she is here today for slim reprogramming and wound check. Patient states she would like better stimulator coverage. Patients lumbar and buttock surgical site is clean and dry with no sign of infection or inflammation. Sutures were removed intact and cleaned with betadine and redressed with a simple gauze dressing. An x-ray showed no lead migration. The patient is here for programming. The stimulator is functioning properly. The stimulator was reprogrammed for 90 minutes with improved coverage and pain relief. The patient has mixed axial and radicular back pain. They are still having problem with deep right buttock; perhaps sacral. They would try the bottom of lead 2 next time. The patient was next seen on (B)(6) 2015. The patient describes the lower back, buttock and pelvic/abdomen and as being moderately better. Patient states she is here today for wound check and stim reprogramming. Patient states she would like better coverage for her abdomen area. The patient was next seen on (B)(6) 2015. The patient describes the lower back abdomen and buttocks as being moderately better. Patient states she is here today for stimulator reprogramming. Patient states she would like better coverage for her buttock pain. Overall, they are better. The patient is here for programming. The stimulator is functioning properly. The stimulator was reprogrammed for 90 minutes with improved coverage and pain relief. Spoke to the patient about trying program fat lower power settings, either threshold or subthreshold. Next session will try to cover deep buttock with sacral roots at the bottom of lead ii. The patient was next seen on (B)(6) 2015. The patient has neck pain. The severity of the problem is moderate. The problem has worsened. The frequency of pain is intermittent. Location of pain is bilateral posterior neck. There was radiation of pain to the right upper arm, right forearm, right wrist and right hand. The patient describes the pain as aching, discomforting, tingling and numbness. The event(s) surrounding the occurrence of the symptom do not include injury. Aggravating factors include lifting, straining and stress. Associated symptoms include decreased mobility, difficulty sleeping, muscle spasm, other joint pain, tenderness, tingling and weakness. Additional information: patient states she usually gets the pain when she uses the mouse at her computer but has not been at work for a few weeks patient states she has started to notice that her arm pain feels the same as her leg pain. Patient is afraid that if she fails stimulator therapy that her situation will become hopeless. The stimulator was reprogrammed for 90 minutes with improved coverage and pain relief. Pain. Still having trouble getting stimulation paraesthesia¿s into deep buttock. Have instructed the patient to use new programs at just above threshold for two weeks and then to return to evaluate pain relief as opposed to paraesthesia¿s. The patient was next seen on (B)(6) 2015. The patient states she is here today to review neuropathic panel and cervical spine MRI for her bilateral posterior neck pain that radiates to patient's right arm. The patient describes the lower back as being somewhat better. Patient states that with these new programs she is finally able to coast for 10-15 minutes or so after turning of the stimulator. Patient had hoped to have made more progress by now but accepts that she is improving and will hopefully achieve the results she was hoping for. The patient was next seen on (B)(6) 2015. The patient describes the lower back, pelvic and leg as being moderately better. Patient is at times tearful due to slow progress. Patient is realistic and is willing to work toward a long term solution. The patient is here for programming. The stimulator is functioning properly. The stimulator was reprogrammed for 90 minutes with improved coverage and pain relief. Will concentrate on the deep pelvic pain for the next month and ignore somatic component. Single low power bipole at the bottom of the lower lead to pick up only the small fibers in the conus. The patient was next seen on (B)(6) 2015 and had an 'il' cesi for neck pain. Patient states she is using her stimulator on the program she was told to try for 3 weeks and reports only mild relief. The MRI found moderate to severe straightening of the cervical spine and moderate degenerative disc disease at c5-6 and c6-7. The patient was next seen on (B)(6) 2015. The patient describes the lower back, abdomen, buttock and right leg as being moderately better. Patient states she has tried the last stim program for 3 weeks as instructed and does get relief of her leg pain but still has pain to her buttock. Patient states yesterday her right thigh went numb and lasted all day. The stimulator was reprogrammed for 90 minutes with improved coverage and pain relief. The patient was next seen on (B)(6) 2015. The patient describes the back buttock and abdomen as being moderately better. Patient states last reprogramming she was given new programs but is here for reprogramming and has some suggestions. The stimulator was reprogrammed for 90 minutes with improved coverage and pain relief. The patient was next seen on (B)(6) 2015. Patient states she is having increase in pain to her neck and right arm. Patient states she was in a car accident last friday she was rear ended in traffic and was pushed into the car in front of her. Patient states the pain and numbness radiates now into her fingers. In regard to their back pain, for the first 12 day(s) the patient describes the back and left leg as being somewhat better. The cumulative level of pain relief being described as 30 percent better. Patient states her back and leg pain are somewhat improved with current stim program. Patient states her pain is moderate. The patient is here for interrogation only. The stimulator is functioning properly. The patient was next seen on (B)(6) 2015. Patient states she is here today to discuss increase in pain and feeling worn out all the time due to the pain and her job. Patient states she feels that she needs time to focus on her health and get her pain on a more manageable plan. The patient was next seen on (B)(6) 2015. Patient states for the last couple weeks she has not received much pain relief with the stimulator. The patient was next seen on (B)(6) 2015. The patient was next seen on (B)(6) 2015. For the first 1 month(s) the patient describes the back and right leg as being unchanged. Patient states she continues with lower back pain that radiates down to the right foot. Patient states her pain is moderate to severe at times. Patient states she gets adequate stimulation to the affected areas but does not help with the pain. She is also feeling unwanted stimulation in her chest. Patient has noticed that she can feel the stimulator leads through her skin in the lower back. A fluoroscopic examination shows that the left lead has clearly migrated up about a vertebral body and the right lead has backed out at least that far. The patient was next seen on (B)(6) 2015. Patient states she has not been using her stimulator due to it making her more uneasy. Patient states she is still thinking about doing the stimulator revision in 3 months. The patient was next seen on (B)(6) 2015. The patient describes the lumbar as being moderately better. Patient states she has not been using her stimulator due to it making her more uneasy. Patient states she is considering getting the stim removed. Properly. Unit is functioning adequately, but without any real pain relief. The patient was next seen on (B)(6) 2016. The patient is not using her stimulator at all due to it makes her have anxiety. The patient was next seen on (B)(6) 2016. Patient states the pain has become a bit worse. Patient states sometimes when she lays on her left side the stimulator battery pushes on her sciatic nerve and severe shooting pain goes down her leg. Patient states she has not been using her stimulator because she is not getting good relief and is here today for stimulator reprogramming. Patient states she also feels something underneath her lumbar surgical scar' like a lead wire". The patient was next seen on (B)(6) 2016. The pain has become a bit worse. Patient states sometimes when she lays on her left side the stimulator battery pushes on her sciatic nerve and severe shooting pain goes down her leg. Patient states she has not been using her stimulator because she is not getting good relief and is here today for stimulator reprogramming. The patient was next seen on (B)(6) 2016. The symptoms are reported as being moderate. The symptoms occur constantly. She states the symptoms are chronic and are uncontrolled. They would attempt to control as much pain as possible on a comfortable low power setting and look for other ways such as botox to fill the coverage hole in their buttock. The patient was next seen on (B)(6) 2016. Patient complained of lower back pain that radiates down the right leg to the right foot. Patient states her pain is moderate to severe at times. Patient states the neurostimulator is not helping her pain and is rarely using the stimulator. Patient states her left leg is starting to hurt due to the placement of the battery. Patient states her pain seem to be worse with the stimulator. Patient states she does not like the way the vibration feel and would like to have the stimulator removed. The hcp noted that the stimulator is functioning properly, but there is no real pain relief. The patient was next seen on (B)(6) 2016 and then the patient was seen on (B)(6) 2016. The patient¿s history of their present illness is that their have moderate low back pain. The problem is fluctuating but it occurs persistently. The pain radiates to the right ankle, right calf, right foot, right thigh, and abdomen. The patient keeps their ins charged but hasn't been using it. They recently tried the stimulator again but it made their pain worse. The patient is awaiting authorization from insurance to have the surgery to remove the stimulator. The patient had their pre-op on (B)(6) 2016 for their surgery. The ins was removed on (B)(6) 2016. No further complications were reported/are anticipated.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that she had the implant removed in 2016 because the stimulation was making her pain worse. The patient stated that she has had shingles since 2005 (before implant) causing pudendal neuralgia, the pain was not in the spine but they wanted to try the stimulator to see if it would help. Patient services connected the patient with repair to donate external devices. No further complications were anticipated/reported.